Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that while lying down, cannula did not stay connected to quick release on the catheters in the body. This was the second time the same issue had happened, and he had problems with various cannulas over the last week and weekend. He had lost 8 cannulas with this issue and had 2 other boxes from the same lot of infusion set. The site was at the upper bottom and the pump was at the waist. The infusion was in use for 1 or 2 days. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. The patient stated that without noticing one of the tubing was pulled and the pump was not dropped with the set connected to the patient's body. No further information available.